Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. No further information is available on the device at this time. Hillrom has received the device and has begun investigation of the device. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
Customer reported that the power supply for the blood pressure machine blew up while charging and resulted in a burnt lead and loss of power. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. Upon inspection, hillrom service technician found that the power cord was faulty. Based on this no further action is required.

Event description:
Customer reported that the power supply for the blood pressure machine blew up while charging and resulted in a burnt lead and loss of power. This report was filed in our complaint handling system as complaint #(B)(4).